Event description:
Patient was already hopitalized in ICU. In 2004 flexiseal fms was inserted into patient with no difficulties noted. Five days later, nurse noted approximately 100cc of blood in "clots", which was separate from the liquid brown, stool. Nurses then removed the fms and noted only a few additional clots therafter with only stool escaping from the rectum. The patient experienced no other s/s or rectal bleeding after the fms was discontinued.